Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent revision in (B)(6) 2015 for instability. In (B)(6) 2015 patient underwent subsequent revision for dislocation of the hip with disengagement of the constrained liner from the acetabular component. It was reported that in (B)(6) 2015, patient underwent further revision for suspected infection.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no medical records were provided for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot and sterile lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Postopertive diagnosis: patient underwent revision in (B)(6) 2015 for instability. In (B)(6) 2015 patient underwent subsequent revision for dislocation of the hip with disengagement of the constrained liner from the acetabular component. It was reported that in (B)(6) 2015, patient underwent further revision for suspected infection.